Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a portion of the device that broke retained in the patient? If yes, was the needle piece removed during the same procedure? It was reported that "the needle broke the vessels that were hard". Was there any damage to the patient vessels due to the reported event? If yes, please describe. What is the product code and lot number?

Event description:
It was reported that a patient underwent a carb procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.